Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, although the trigger was grasped, the clip was malformed at the second firing. Another device was used to complete the case. There were no adverse consequences to the pt.